Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of elevated cocr levels, pain, swelling, inflammation, dysfunction, lack of mobility and tissue/bone destruction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01858 - 01860). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The following section could not be completed with the limited information provided.

Event description:
Review of invoice history found patient underwent bilateral total hip arthroplasty procedures. A right procedure occurredn (B)(6) 2008 and a left procedure occurred on (B)(6) 2008. No further information has been provided to date.